Event description:
It is alleged that during a laminectomy procedure on 06/1992, the bur dislodged from the handpiece extending 2-3cm past the laminectomy bur guard and damaged the spinal cord. It is reported that a 3m minos handpiece was used with a non 3m laminectomy bur guard and a non 3 m bur. Bms k.k. Zimmer division of japan received the information regarding the event on 11/27/2000. No other information regarding the event is available.